Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Revision of left hip. Rep reported the patient had pain and fluid in the joint. Infection was ruled out. Intra-operatively, surgeon noted the metal trunnion was impinging on the poly liner. There are no allegations against the head. The stem and liner were revised.